Manufacturer narrative:
During the laboratory evaluation, the reported issue was not duplicated. Per the product surveillance technician (pst), although level sensor membrane was deformed, the sensor functioned properly during evaluation.

Manufacturer narrative:
(B)(4) the reported complaint was confirmed. Customer is using certain practices that do not coincide with the system 1 operators manual for appropriate practices when using the level system: customer is using a sorin synthesis oxygenator. This oxygenator has a reservoir with only rounded walls, making it inadequate for proper coupling of the level sensors. Terumo level sensors require a flat surface with no obstructions for proper operation. Customer states they are waiting a couple of minutes between affixing the level sensor mounting pads to the reservoir and attaching the level sensors to them. The level system requires five minutes to ensure proper adhesion. Customer states they are using a germicidal wipe to clean the level sensors. The manufacturer requires that a soft cloth with mild soapy water only, be used, and sterilizing wipes are not recommended and explicitly cautioned against. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded this complaint is related to MDR #1828100-2015-00880. The field service representative (fsr) tested the alert level sensor with test fixture and could not duplicate the complaint. He downloaded system and level module logs and sent to the manufacturer for further evaluation. The fsr replaced the alert level sensor for customer satisfaction. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system-1 was having level sensor issues. The user could not get the yellow alert level sensor to work properly. The device was not changed out as they finally got it to work. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.